Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the sensor reading was off by as many as 100 points. She stated that it was inserted correctly. The blood glucose reading was 66 mg/dl. Customer reported that she calibrated when blood glucose was stable and about 10-15 times a day. She was advised on proper calibration protocol. She reported that the insulin pump activated threshold suspend when it was not needed. Nothing further was reported.